Event description:
This individual was a male involved in a motorcycle crash and was a trauma arrest at the scene. One of the first responding paramedics was able to successfully nasally intubate the pt. At this point, the adaptor hub separated from the endotracheal tube, and then the pt gasped, the tube was sucked into the right main stem bronchus. Since the pt's jaws were clenched, the paramedic was unable to retrieve the endotracheal tube. Enroute to the hosp, adequate ventilatory status was achieved with bvm. On arrival, removal of the endotracheal tube through the nose was attempted but unsuccessful. The tube was lodged behind the nasal turbinate. Attempts at placing another endotracheal tube orally were unsuccessful. A cricothyrotomy was done, but the ett occluded the trachea and could not be extracted. A tracheostomy was then performed and a trach tube placed alongside the ett. However, the pt had already arrested and could not be resuscitated. This pt's death was due to the severe injuries he sustained in the crash, with airway issues contributing. Unable to obtain the brand and model # of this specific ett. All ett tubes are made the same (2 pieces). Several reports of tube + adaptor separating but without such a dramatic outcome.